Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was reported that a patient underwent a revision procedure due to pain, swelling, and instability. The spacer was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time. Operative notes provided indicate patient for revision due to left knee instability and synovitis. Patient was also experiencing pain and inflammation. The knee was noted to be unstable, operative notes further noted a hypertrophic and inflamed synovium, which was treated with a complete synovectomy. The articular surface was replaced with a thicker size.

Event description:
It was reported that a patient underwent a revision procedure due to pain, swelling, and instability. The spacer was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time. Operative notes provided indicate patient for revision due to left knee instability and synovitis. Patient was also experiencing pain and inflammation. The knee was noted to be unstable, operative notes further noted a hypertrophic and inflamed synovium, which was treated with a complete synovectomy. The articular surface was replaced with a thicker size.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was confirmed by review of operative notes. The device history record was reviewed and no discrepancies were found. Primary operative notes identified no complications intraoperatively and the patient's knee was able to come to full extension with satisfactory varus-valgus stability throughout. Revision operative notes noted that the knee was grossly loose in flexion and extension, hyperextending to -15 degrees. The knee had 1-2+ laxity to varus and valgus stress at 0, 30 and 90 degrees. Additionally, the synovium was noted to be severe, abundant, hypertrophic and inflamed, requiring a complete synovectomy. A size 14 polyethylene bearing was trialed, but the patient was still loose in flexion and extension. The surgeon decided to trial a size 17 and the knee achieved excellent stability in both extension, mid-flexion and full flexion with range of motion of 0 to 136 degrees. Thus, the surgery was completed with a size 17 polyethylene bearing. An x-ray review identified issues regarding the synovium and biomechanical use as well as small joint effusion. There are warnings in the package insert that instability can occur and risks are addressed in risk documentation. The root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation will be sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6) 2013. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision procedure due to pain, swelling, and instability. The spacer was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was confirmed by review of operative notes. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that instability can occur and risks are addressed in risk documentation. X-ray review identified anatomic positioning of the hardware and no fracture or lucency was noted. A summary of the investigation will be sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product-nexgen femoral component catalog# 00596401551 lot# 61290713, nexgen tibial component catalog# 00598003701 lot# 61460026, nexgen all poly patella catalog# 00597206535 lot# 61454120, bone cement catalog#1101-02 lot# 61387328.